Event description:
During the index procedure, one endeavor sprint rx drug-eluting stent was successfully implanted to the mid rca. Approx three months after index procedure patient required revascularization (balloon only) of right posterior descending artery. Investigator classified lesion as in-stent restenosis. Investigator assessed that event was related to study stent. It is reported that approximately 52 months post index procedure the patient expired. The cause of death is unknown.

Event description:
Additional information received reported that the cause of the previously reported death was reported as pneumonia (non-cardiac).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).